Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent a transcatheter aortic valve implantation(tavi) using a safe-t-j amplatz extra-stiff support heparin coated wire guide. The complaint wire guide was advanced through an unspecified 6fr sheath. When the wire guide reached the aorta, the physician reported a different/strange feeling. The device was then retrieved out of the body and was checked revealing the tip of the wire guide had loosened. The procedure was completed successfully with another device. There were no adverse effects to the patient reported.

Manufacturer narrative:
Additional information: a review of the complaint history, device history record, drawing, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.